Event description:
It was reported that the insulin pump alarmed no delivery occasionally. The customer stated that this was a past event, and troubleshooting could not be performed. He did not know the blood glucose reading. He stated that he resolved the alarm by restarting the entire process. He advised that the issue had resolved itself. He declined to return the infusion set and reservoir. He was advised to perform a complete infusion set, reservoir and insulin change. He noted that there had been no issues with regard to the scroll wrap voluntary recall notice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.